Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Device investigation could not be performed because the guide wire was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Reviewing of the manufacturing records found no indication of product deficiency. Therefore, it was concluded that this event was attributed to the patient anatomy and/or the procedure. It was presumed that torsion exceeding the product's design limit was inadvertently applied while the wire tip was being trapped possibly by the severely calcified lesion. That accumulated torsion led the coil wire to become unraveled and eventually broken off. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that the coil wire of an asahi guide wire broke off during a pci to treat a moderately tortuous, severely calcified 90-99% stenosis in the mid lad. No adverse patient effects were reported.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
The returned guide wire had its coil wire elongated from the proximal solder and fractured on the distal end. Its core wire was found fractured at approximately 105mm distal to the solder. Microscopic observation of the core wire revealed that the fracture surface was uneven in a staircase pattern. This suggested that the core wire fracture was due to local bending stress. The coil wire fractured was also microscopically observed. It found necking of the fracture end, suggesting that tensile stress contributed to the coil wire fracture. Based on the obtained information and investigation outcome, it was concluded that bending stress generated with wire manipulation was locally applied on the guide wire while the wire tip was being trapped by the severely calcified lesion. When the bending stress exceeded the product's design limit, it led the core wire to become fractured. The coil wire was assumed to become elongated and eventually fractured due to pulling stress generated with wire removal. There was no indication of product deficiency. Although there was no adverse impact on the patient, the separated segment of the guide wire was not returned; therefore, a possibility could not be completely ruled out that it might be left in the patient. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation or breakage of the guide wire.